Event description:
During an ICD implant procedure, there was difficulty inserting the stylet into the lead, another stylet was used but was still unsuccessful. The lead was explanted and replaced. The patient was in stable in condition.

Manufacturer narrative:
The reported event of stylet was blocked at the distal tip region of the lead was not confirmed. As received, a complete lead was returned in one piece. Visual and x- ray examination found the stylet used at the procedure fully inserted through the distal tip. The test stylet was inserted and removed with no restrictions. No anomalies were noted with the exception of procedural damage.